Event description:
Generator and monitor errors were reported, and the sys was unable to perform fluoroscopy until the system was rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gib battery was evaluated and replaced, and a filament calibration was performed. The system was tested and found to be working as intended and returned to svc.